Event description:
It was reported that during inspection for use, the colonovideoscope had incompatible scope error (e315). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: damage on channel tube, forceps cannot be inserted. A root cause could not be identified. Based on the results of the investigation, no problem was detected; either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. For the damage to the channel tube and the inability to insert forceps, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.